Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level at the time of incident was 450mg/dl. The customer¿s current blood glucose level was 135-120 mg/dl. Customer treated with shots to lower down the blood glucose. The customer reported that they feel okay to troubleshoot. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. (B)(4).